Event description:
It was reported that the deep brain stimulation (dbs) patient was out for a walk when he fainted, fell and injured his face. The patient went to the emergency room and underwent a computed tomography (CT) and an electrocardiogram (EKG). The physician discovered that the patient experienced a pulmonary embolism and was placed on blood thinners. The physician believed that the pulmonary embolism was related to the procedure but not to the device.